Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's parent had taken the patient to american hospital with hyperglycemia. The patient's blood glucose level reached greater than 250 mg/dl while wearing the pod for an unknown duration. Half of the pod controller¿s screen was damaged, preventing both the adjustment of insulin settings and the ability to read the displayed information. The patient was treated with an administration of a corrective insulin injection and was given a prescription of tresiba (long-acting insulin) as interim therapy until the pod's controller is replaced. The patient was discharged on the same day.